Event description:
A customer obtained erroneously elevated troponin (accu tni) results above the ami cut-off for multiple patients. Seven patient samples were tested for accu tni and results were: 1.07, 0.54, 0.72, 2.28, 0.58, 0.85, and 0.50ng/ml for patients 1-7, respectively. The original samples were re-tested on a different instrument and lower results were obtained:0.04, 0.11, 0.38, 0.02, 0.03, 0.14, and 0.03ng/ml for patients 1-7, respectively. The results were reported out of the lab. The customer did not report affect to patient or user attributted or connected to this event.

Manufacturer narrative:
The samples were collected in sst tubes and centrifuged for 4 minutes. The specimens were sampled from the primary tubes. Two out of three levels qc resulted within specifications on the day of the event. A system check performed on 03/11/09 resulted within specifications. A field service engineer (fse) was dispatched: the fse instructed the customer on changing aspirate tubing and noted a system check was in specifications. The fse performed a preventive maintenance (pm) which was due. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.